Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2021-56464. Pathological markers cd30+ and alk- confirming alcl have been received. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: seroma and lymphoma - alcl confirmed. The reported events of seroma and lymphoma - alcl confirmed are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2542745 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos the reported events of seroma-late and lymphoma-alcl unable to observe since it is not related to the device. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Laboratory analysis summary the device related to the reported events of seroma-late and lymphoma-alcl was received on (B)(6) 2025, with lot number 2542745. Based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ lymphoma-alcl: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. (B)(6).

Event description:
Patient reported alcl on unspecified side. Healthcare professional reported "alcl" diagnosed on the right side. Patient further reported right side "late seroma... After cosmetic augmentation". Patient representative reported right side bia-alcl diagnosis. The patient presented with reoccurring seroma. The patient is being monitored though pet/CT scans. Histopathological markers were provided with cd30+ and alk-. The patient was treated with surgical removal of the device with an en bloc capsulectomy. Further treatment reported as reoccurring seroma which were aspirated.